Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient had a follow up device check and the physician confirmed that there were no identified issues with the device that caused the patient's reported symptoms. However, the current device was reprogrammed to a previous device's parameters.

Event description:
It was reported by the patient that they have had ¿problems¿ with their cardiac resynchronization therapy defibrillator (crt-d) and since it was implanted approximately nine days prior, they have felt different. The patient noted that where the implant site was numbed, it is ¿on fire¿. Additionally, the patient noted that it is like there is an ¿allergic reaction or something¿. The crt-d remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: dtpb2d1 crt-d, implanted (B)(6) 2024. 6721m-50 lead, implanted (B)(6) 2005.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.